Event description:
The customer reported that during a hysterectomy, the device was on tissue and would no longer open. Another device was used to cut the device out of tissue and to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident sample showed tissue in-between the jaws. The jaws were not stuck shut and opened and closed normally. The knife would not extend or retract when the trigger was activated due to tissue in the webbing. As a safety measure, the knife must be retracted in order for the jaws to open. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. Covidien lp (formerly valleylab) provided an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking and difficulty in opening and closing the device. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.